Manufacturer narrative:
The mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unspecified motor error on channel a. The device was returned to the biomedical department with a report of a motor error on channel a. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, an overshoot message was noted in the device history. No additional information was provided.